Event description:
It was reported that during a follow-up in the clinic the pulse generator exhibited premature battery depletion. The device remained implanted and is awaiting to be explanted. The patient's condition was normal without any symptoms.